Event description:
Baxter(foreign country) reported a complaint received from their local customer on the set with a code of 5c4482; the lot number was unk. Reportedly, the twist clamp on the transfer set leaked. There was a crack on the top and bottom of the light blue section of the twist clamp. The transfer set leaked when closed if the mini-cap was off. One defective sample is available for evaluation. There was no pt injury reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported condition of a leak from the transfer set. The root cause was broken occluder feet. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.